Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer. The fse identified the cause of the issue to be a damaged sample syringe which affected the sample aspiration and dispensing accuracy. The fse replaced the syringe to resolve the issue. (B)(6).

Event description:
A customer in (B)(6) reported the generation of erroneously high glucose and cholesterol results. The customer reported that there were excessive variations in the results of controls and samples throughout the morning for cholesterol and glucose analytes. The customer was unwilling to provide any specific examples of patient data. No patient demographics were provided. The analytes were recalibrated and the samples with low results were repeated on the same analyser. The erroneous results were not released out of the laboratory; thus, there was no change to patient treatment reported in association with this event. There were reports of calibration and qc issues prior and during the event.